Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced perforation, pericardial effusion, and tamponade. A pericardiocentesis was needed immediately after implant due to right atrial (ra) lead dislodgement. The lead was programmed off and it remains in use. No further patient complications have been reported as a result of this event.